Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high blood glucose and sensor glucose versus blood glucose differences. Customer's blood glucose was 443 mg/dl. Troubleshooting was performed for high blood glucose. Insulin pump was fine during troubleshooting. Customer was advised that infusion set would be replaced.